Event description:
The physician was using a mo.ma ultra 6f ID cerebral protection device to treat a lesion in the right internal carotid artery to common carotid artery. The lesion exhibited calcification, 73.3% stenosis, with mixed luminance and was a type ii aorta. Vessel diameter: distal 4.77mm ¿ proximal 6.71mm lesion a 9fr sheath was used with femoral access the mo.ma was successfully used during the procedure, however, during removal the mo. Ma came in contact with a stent implanted during the procedure (non-medtronic) and resistance was encountered. The investigator assessed there is no causality between the event and device, but there is causality between the event and procedure. The investigator commented that the lesion had a stenosis in eca, and when the proximal balloon was inflated to occlude the blood flow of the arteria thyroidea superior, it was beyond 1.5cm from the bifurcation. When the stent was deployed, the stent was caught at the working channel of the exit port. Therefore, when the physician tried to withdraw mo.ma catheter, a part of stent was deformed. It was also reported that this is not a mo.ma issue, this event was due to the procedure which was done 1.5cm of proximal balloon beyond the bifurcation, so there is causality with the procedure.

Manufacturer narrative:
Evaluation, results: incorrect technique/procedure -eca balloon placed deeper than recommended 1.5 cm 3221 no results available since no evaluation performed- device or procedural images not provided for review, related to operational context (event was most likely procedural related), no device returned. Evaluation, conclusion: use error caused or contributed to the event-eca balloon placed deeper than recommended 1.5 cm, unable to confirm complaint - device or procedural images not provided for review, operational context contributed to event (event was most likely procedural related). (B)(4).